Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states the pump was not delivering insulin and caused the customer to end up in the emergency room for high blood glucose and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 782mg/dl. The customer's most current level was 440mg/dl. Troubleshoot was conducted and the customer was advised to discontinue use of the pump, and that it would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was received cracked case on the display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads.